Event description:
It was reported the device wore through batteries within 30 minutes. External pulse generator (epg) appeared to be out of specification per checkout manual. Output was higher than expected. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis could not confirm the reported event. Lower case, both bail covers, ring cover, and battery drawer are broken. Knobs are contaminated. Both bails and ring are missing. Keyboard is scratched and pitted.